Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records will not be performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 11 years post filter deployment, during a hospital admission for cardiac issues, some detached filter limbs were identified in the right atrium. Following consultation with an interventional radiologist, it was determined that no attempt to retrieve the detached limbs in the right atrium would be made. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The patient status post blunt trauma had an inferior vena cava (ivc) filter deployed in the infrarenal ivc. Approximately ten years eleven months post filter deployment, the patient presented to the hospital with complaint of chest pain with positive troponin and was admitted for further evaluation and treatment. A selective left and right coronary artery angiography and left heart catheterization were performed which demonstrated an incidental finding of four needle-like wires separated from either other in the left lung area and were consistent with the ivc filter. The findings were discussed and an interventional radiologist who recommended follow-up as an outpatient. Approximately eleven years post filter deployment, CT scan demonstrated an ivc filter with limbs extending beyond the caval wall. Three linear metallic densities were seen embedded in the right ventricular wall. Approximately eleven years one month post filter deployment, during an office visit, it was discussed that due to the presence of the embedded filter, it was determined the risk of removal was too great. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc and detached filter limbs. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately 11 years post filter deployment, during a hospital admission for cardiac issues, some detached filter limbs were identified in the right atrium. Following consultation with an interventional radiologist, it was determined that no attempt to retrieve the detached limbs in the right atrium would be made. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Additional MFR narrative: date received by MFR. (Conclusions). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 11 years post filter deployment, during a hospital admission for cardiac issues, some detached filter limbs were identified in the right atrium. Following consultation with an interventional radiologist, it was determined that no attempt to retrieve the detached limbs in the right atrium would be made. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.